Manufacturer narrative:
(B)(4) physio-control evaluated the device but could not verify the reported failure. The hard paddles assembly and the therapy connector were tested without observing any discrepancies. Proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. A cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device did not provide a defibrillation shock through the hard paddles during patient treatment. After a few attempts to deliver a shock through the hard paddles, the crew switched to the use of quik-combo adult pacing/defibrillation/ECG electrodes, and a shock could be delivered. There was patient use associated with the reported event however, there was no adverse patient outcome.